Event description:
Healthcare professional reported, left side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, weight to the spec, white particles in the shell and crease fold. A visual and microscopic analysis was performed which identified, striated opening on anterior. Base on the device analysis, the final assessment is: a striated opening assessed, as surgical damage consist in the use of some surgical tool.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. Device has been explanted.